Event description:
It was reported that a pump replacement was being performed due to normal battery depletion. Upon opening the pocket, a ¿white paste¿ was found at the connector site. The connector and a small portion of the catheter were removed and replaced. At the time of report, there was patient with injury due to the incision. The device system was used to deliver hydromorphone, bupivacaine, and clonidine. Two weeks later, it was reported that the patient¿s dose was reduced. At the time of report, the patient was doing well and had good therapy.

Manufacturer narrative:
(B)(4): final analysis of the pump found that it suffered a low-battery reset during the internal decontamination process. The battery was found to be of high resistance. Final analysis of the catheter found damage to the catheter connector seen as a broken suture ring. It was indicated that the connector did leak.